Event description:
It was reported that the patient was unable to adjust stimulation and no longer saw any programming options on the patient programmer. When the patient tried to adjust the ins with the programmer she saw the upper and lower limit reached icons. The patient also had no stimulation sensation. This occurred after the hcp had to "reposition" the ins on (B)(6) 2013. It was noted that the ins may have been reset. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the 0 and 1 electrode combination showed an impedance less than 50 ohms, while all other impedances were within normal limits. Reprogramming occurred on (B)(6) 2013 where the implant and programmer were re-synched and all four programs were reprogrammed. The patient was instructed to try each program for a week and was able to use the programmer. The associated signs and symptoms were that the patient stated ¿the device was not working.¿ the patient was only able to feel stimulation in the rectum and not the vaginal area. Patient hospitalization was not required and the outcome was noted as no injury. The patient scheduled a follow up appointment.

Manufacturer narrative:
Product ID: 3889-28 lot# v850491, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).